Event description:
It was reported that guidewire detachment/separation occurred. The 85% stenosed target lesion was located in the mildly calcified mid left anterior descending(lad) artery. A 185cm kinetix¿ guidewire was advanced to the target lesion. Then, a non-bsc balloon catheter was advanced through the guidewire to dilate the target lesion. However, upon removal of the balloon, the guidewire came out all together and the physician noted that the guidewire has detached. The detached guidewire was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire and an extra kinetix guidewire. The extra guidewire was not damaged. The guidewire was completely separated 37.7cm from the tip. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment/separation occurred. The 85% stenosed target lesion was located in the mildly calcified mid left anterior descending(lad) artery. A 185cm kinetix¿ guidewire was advanced to the target lesion. Then, a non-bsc balloon catheter was advanced through the guidewire to dilate the target lesion. However, upon removal of the balloon, the guidewire came out all together and the physician noted that the guidewire has detached. The detached guidewire was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).